Manufacturer narrative:
H3: as per the pump log, the pump contained water 1,000.0 mcl/ml which was being administered at a minimum rate of 6.3 mcl/day. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Analysis noted that the aspirated reservoir volume was 21.85 ml, and a side view x-ray showed that the bellows expanded evenly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving unknown drug via an implantable pump for unknown indications for use. It was reported that when testing the pump, there was difficulty with filling and emptying the pump. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pump was never implanted. The hospital has possession of the pump. It was unknown if the issue had resolved at time of report, 2024-mar-21. No further information was provided. Additional information was later received from a foreign healthcare provider via a company representative on 2024-nov-19. It had been impossible to empty and fill the pump as there was a blockage. The problem was solved by implanting another pump.